Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned (61) 4mm, 32g pen needles (5 open, 56 sealed) from lot # 9317860. Customer states that the needle clogs upon injection. All open samples were examined and 2 out of 5 samples exhibited a broken non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. All remaining open samples as well as 30 out of 56 sealed samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during use. The following information was provided by the initial reporter: material no:320122 batch no:9317860 it was reported that when consumer primes the insulin will flow but upon injection the needle clogs. Consumer stated, when she primes, the insulin will flow but when she tries to take her injection with that same pen needle, nothing happens. It locks up and no insulin will flow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during use. The following information was provided by the initial reporter: material no:320122 batch no:9317860. It was reported that when consumer primes the insulin will flow but upon injection the needle clogs. Consumer stated, when she primes, the insulin will flow but when she tries to take her injection with that same pen needle, nothing happens. It locks up and no insulin will flow.